Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited undersensing. No intervention was performed. The patient was in stable condition and would continue to be monitored.

Manufacturer narrative:
Final analysis found normal device characteristics.

Event description:
New information reported stated that the device was electively explanted and upgraded to a pulse generator. There were no complaints or allegation of a device malfunction. The patient was in stable condition.